Event description:
From staff: a cor knot device not functioning properly, cut the strings without crimping. From op report: the sutures were passed through the valve sewing ring and the valve was lowered into place. The handle was cut, and the valve was secured with cor knots. Two stitches were not correctly secured with the device and had to be replaced. The valve frame mount was then cut out. The valve was tested and appeared competent. Additional cardioplegia was administered. The left atrium was closed with a running 3-0 prolene suture and a left ventricular vent was placed through this suture line and snared.